Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary angiogram procedure. Reportedly, a cuff miss occurred. The device was removed from the patient groin and a second proglide was successfully used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Lot number corrected from 20229j1 to 20410j1. Evaluation summary: the device was returned for evaluation. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of the plunger and this would result in a failure to retrieve the suture during the needle plunger retraction and may appear similar to the reported cuff miss. Therefore, the reported cuff miss was not confirmed, but the effects of the anterior cuff detachment appeared to the user as a cuff miss. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.